Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. On the same day as onset, the patient was admitted to the hospital for the event and the patient began treatment for the peritonitis with inj .(injection) cefepime (1 gm, once daily,route and duration not reported) and inj. Vancomycin (1 gm once in three days, route and duration not reported). At the time of this report, antibiotic treatments and dianeal therapies were ongoing. No further information was provided regarding the outcome of the peritonitis event. No additional information is available.